Event description:
Approximately nine months ago, the stimulator was reported to be malfunctioning after patient had a bad fall due to a seizure. After the fall, test results did not show any lead fracture, so a surgical revision of the stimulator itself was done. The stimulator was twisted about 360 degrees as was the electrode, which was also twisted and under tension. The positions were corrected and the electrode tested fine, so the system was left implanted in the patient. About three months later, the stimulator was again malfunctioning and could not be interrogated. A second surgical intervention was done and at this time it was noted that the top screw of the stimulator was totally loose although it had been secured during the previous intervention. At this time, the stimulator was removed and another device was implanted.